Event description:
The customer alleged that the residual cidex blows out of their olympus scopes after processing. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse checked all channels: air pressure is approximately 19lbs. Upon follow up, the customer stated that a clinical educator consultant (cec) has advised customer to follow proper procedures. The customer has no further issues with residuals. The customer also stated that the scopes have been used on patients after following recommendations of the fse and there has not been any injuries or complications. Reference: MDR: 2150060-2009-00032.